Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis on (B)(6) 2006 and gardnerella vaginalis vaginitis. Concurrent conditions included heart disease, unspecified since (B)(6) 2019, overweight, menometrorrhagia, endometriosis and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and hot flush ("hot flashes"). The patient was treated with bupropion hydrochloride (wellbutrin), sertraline hydrochloride (zoloft), sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopy, d&c and lysis of adhesions). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, hot flush, migraine and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, weight increased, alopecia and depression had resolved. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6). As per mr: diagnostic laparoscopy, laser vaporization of endometriosis, lysis of adhesions, diagnostic hysteroscopy, d&c on (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion(as per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia,pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Added event pelvic pain ,abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, hair loss, hot flashes, mood swings, weight gain, hair loss, migraines , headaches, depression. Reporter's information was added. Patient's demographics was added. Updated outcome of events from unknown to recovered/resolved. Historical conditions, historical drug, concomitant conditions, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.